Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with complaint of loss of energy. It was also reported that the device implant detect did not turn off automatically. The patient was brought back into the clinic and the device implant detect was shut off manually. The device remains in use. No patient complications have been reported as a result of this event.